Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the damage of ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device on the monitor was partly blurred. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) and similar past cases, omsc surmised that the reported phenomenon was caused by moisture invasion into the subject device because of the following factors. - the adhesive of the ccd unit and the distal frame had been deteriorated by physical stress applied to the distal end or chemical stress during reprocessing. - the adhesive of the ccd unit and the distal frame had absorbed moisture by immersing of the subject device into the chemical solution for longer than necessary during the reprocessing. - the adhesive of the ccd unit and the distal frame had absorbed moisture by storing the subject device under high humidity. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.